Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use one resolute onyx drug-eluting stent to treat a dissection. The device was inspected prior to use with no issues noted. The bifurcating lesion (medina 1,1,1) was situated in the proximal circumflex, involving moderate calibre obtuse marginal artery, calcified vessel with minimal tortuosity. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion but excessive force was not applied. It was reported that during deployment of the stent, the stent got stuck in the vessel. The physician experienced difficulty removing the device. The physician eventually removed the entire system, including the guide catheter. The physician indicated that the tip of the guidewire may have been lodged in the stent strut. There was no damage noted to the guide wire on removal from the patient. The physician completed the procedure using a shorted resolute onyx 3.0 x 18mm device. No patient injury was reported. Cine images are returning.

Manufacturer narrative:
Product analysis: the resolute onyx stent was returned loaded inside guide catheter and haemostatic valve. A number of the mid to proximal stent wraps were bunched and deformed. The remaining wraps were intact. Crimp impressions were visible on the exposed mid to proximal balloon surface. Slight resistance was felt while loading through a 0.015 inch mandrel, but mandrel was still loaded successfully. Slight deformation was evident to the distal tip. Cine review: the images capture a bifurcating lesion situated in the proximal circumflex. A dissection is visible from the images. An unidentified balloon is delivered to the lesion site but the inflation of this device is not captured by the images. A resolute onyx 2.25x18mm stent is successfully deployed in the vessel. The attempted delivery of the resolute onyx 3.0x38mm stent is visible at a time of 12:30:29. The next angiogram of the left coronary arteries is at a time of 13:01:17. The images therefore do not capture the reported deformation and subsequent withdrawal of this stent from the vessel. A resolute onyx 3.0x18mm stent is then successfully deployed in the vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.